Event description:
Customer reportedly received the following results on the advantage system within 10 mins; 165 mg/dl, 101 mg/dl; 162 mg/dl, and 224 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.